Manufacturer narrative:
Follow-up #1 07/31/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/02/2013 with the following findings: the pump black box history showed that loss of cartridge detection had occurred. A rewind, load, and prime were performed with no issues duplicated. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and the force sensor flex pins were found to be loose.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, all of the insulin was dispensed during the load step and a no cartridge detected warning was received. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.